Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5 and a significant coaptation gap of 14mm with a pacemaker lead pushing the septal leaflet. Due to the large gap it was difficult to grasp the leaflets. Imaging was limited due to the pacemaker lead. An xtw clip was inserted and deployed on the tricuspid valve on the anterior and septal leaflets. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, difficult or delayed positioning (leaflet grasping), or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning and incomplete coaptation appear to be related to challenging patient anatomy (large coaptation gap, severe leaflet tethering). The reported poor imaging is related to patient condition (pacemaker lead). The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5 and a significant coaptation gap of 14mm with a pacemaker lead pushing the septal leaflet. Due to the large gap it was difficult to grasp the leaflets. Imaging was limited due to the pacemaker lead. An xtw clip was inserted and deployed on the tricuspid valve on the anterior and septal leaflets. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.